Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called emergency medical services due to low blood glucose level on (B)(6) 2020. Customer had blood glucose level of 39 mg/dl. Customer was treated with food and glucose tablet. The insulin pump will not be returned for analysis.